Manufacturer narrative:
The recipient reportedly underwent revision surgery to replace the internal magnet. The internal magnet was discarded and will not return to the company for analysis.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's has resumed use of the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient's internal magnet is reportedly displaced. Revision surgery is scheduled.